Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. Caller stated that the customer was found unconscious on the floor and the blood glucose was over 400 mg/dl, customer's mother gave her an insulin shot and the blood glucose dropped really fast. Caller stated that the customer's chest was hurting and took her to the emergency room. The blood glucose was 135 mg/dl at the time of hospitalization. Nothing further was reported.